Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "notified today (B) (6) 2009 via dr of patient with apparent multiaxial head dislodgement of an iliac screw - 8.5 mm biased angle 100 mm ilios screw, no screw revision surgery planned at this time."